Event description:
A surgeon reported having a patient with an unexpected outcome following intraocular lens (iol) implant surgery. The patient has a history of a previous refractive surgery. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Additional information has been requested. A completed questionnaire has not been received. (B)(4).